Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission with missing electrocardiograms of non-sustained ventricular tachycardia/fibrillation, non-sustained oversensing, and automatic mode switch episodes. Programming changes were discussed. No further information was reported.